Event description:
Additional information received reported that the patient had received assistance from a manufacturer representative or healthcare provider during an appointment on (B)(6) 2014 and the patient's concerns were resolved. The cause of the event had not been determined, but it was noted to have not been device related. The patient had recovered without permanent impairment.

Event description:
It was reported that there had been an overstimulation sensation. The patient¿s right and left legs had started pulsing on the night prior to this report. The pulsing had since expanded up to the patient¿s breast. The patient¿s stimulation amplitude had been at 3.6 volts and after decreasing to 3.3 volts, the patient could still feel tingling. The patient then decreased the amplitude to 3.1 volts and chose to stay there. When trying to charge the implantable neurostimulator (ins), the patient had been able to get only 2 coupling boxes. The patient had been implanted on (B)(6) and had been told by the healthcare provider (hcp) not to try using the programmer until the swelling had gone down. On (B)(6), it was reported thatthe patient had been trying to use the programmer since the previous wednesday, but hadn¿t gotten any communication. The patient was taught how to use the programmer and then adjusted the stimulation down from 3.1 volts to 3.0 volts and was feeling better.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).